Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had 4 inappropriate shocks all from noise. The lead impedance measurements had dropped from about 400 ohms to below 200 ohms with the r wave going down slightly. The noise was reproducible by moving the associated device up and down and making contact on the lead. An x-ray revealed that there was not an insulation damage. The patient was referred to the implanting center. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.